Event description:
Procedure: l. Ant resec w/end-end anast. According to the reporter: staples did not form properly on the first firing. The tissue might be too thick. Additional manual suturing was done and another device was used to complete the procedure. Surgery time extension was reported as more than 30 mins.

Manufacturer narrative:
(B) (4).